Manufacturer narrative:
The insulin pump was received with broken battery tube threads, corroded battery tube and cracked reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported that she had blood glucose of 130 mg/dl and her insulin pump fell on the restroom floor and it cracked at the reservoir compartment. Advised to discontinue use of the insulin pump, returned it and to revert to a back up plan. Nothing further was reported.